Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the case and outer packaging of the tray listed the product as a399400a, but the belly band stated that the product was an a300316a. Upon opening the tray, there was allegedly a latex catheter attached to the drainage bag. The issue was noted prior to use on a patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the case and outer packaging of the tray listed the product as (B)(4), but the belly band stated that the product was a (B)(4). Upon opening the tray, there was allegedly a latex catheter attached to the drainage bag. The issue was noted prior to use on a patient.

Manufacturer narrative:
Received 3 unopened and 1 opened foley tray. The visual inspection noted the reference number on the front of the bag ((B)(4)) differed from the belly band reference number ((B)(4)). Therefore, the reported issue was confirmed as manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "- caution: this product contains natural rubber latex which may cause allergic reactions. Visually inspect the product for any imperfections or surface deterioration prior to use. If the package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and direction for use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the case and outer packaging of the tray listed the product as "(B)(4)"; however, the belly band stated that the product was an "(B)(4)". Upon opening the tray, there was allegedly a latex catheter attached to the drainage bag. The issue was noted prior to use.